Manufacturer narrative:
Medical device type: fpa. Common device name: intravascular administration set. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had pain/bruising, splatter, pre-activation. No serious injury or medical intervention.